Event description:
It was reported that the lead had under sensing, low impedance, and high capture thresholds. The lead was intended for revision, but at the present, remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.